Event description:
Information received indicates the bed will not stay in any hi/low position except the down position.

Manufacturer narrative:
The technician replaced the worn ball screw assembly to repair the bed.